Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a sonohysterogram procedure, the cook silicone balloon hysterosalpingography injection catheter balloon was inflated with air using the provided 3ml syringe. When the procedure was complete, the doctor went to deflate the balloon and it would not deflate. The balloon was still inflated when the doctor eventually retrieved the device out of the patient. Dr. Retrieved device using a dilator in cervix to remove. As reported no unintended portion of the device was left inside the patient¿s body. There was no harm or adverse effect to the patient due to this occurrence. No additional procedures were required.

Manufacturer narrative:
Investigation ¿ evaluation: visual examination and functional testing of the returned product was performed. Additionally, a review of complaint history, the device history record, drawings, instructions for use, manufacturing instructions, quality control data and specifications was conducted. One device was returned for investigation. The device was returned with a 20ml syringe filled with fluid attached to connecting cap. A stock syringe was attached to the inflation valve and the balloon was inflated with water without issue. The balloon inflated and deflated without issue. There is no indication that a design or process related failure mode contributed to this event. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. Current controls for manufacturing are in place to assure functionality; device integrity prior to shipping. The device history record was reviewed and noted there were no non-conformance issues that would cause or contribute to the reported deflation difficulty. A review of complaints revealed there has been no other complaint associated with the complaint device lot number (7247060). A review of relevant manufacturing documents was conducted. The device is inspected visually and functionally for leaking and inflation during manufacturing and no notable gaps in production or processing controls were noted. A review of the IFU noted a warning against using air to inflate the balloon. The initial report indicated the device was inflated with air. Air is non-sterile and since the j-chsg is designed to be used with sterile water, could have caused or contributed to the deflation difficulty. Measures have been initiated to evaluate this failure mode. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.